Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two weeks ago from date manufacturer was made aware.

Event description:
It was reported that patients implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was retained at the facility.